Event description:
It was reported that during a labral repair, the implant broke in half on insertion. The surgeon was able to retrieve half of the implant. The surgeon used the remaining distal end of the implant and sutured it down. Bone prep was performed with the use of the ar-1934pi kit. The quality of the bone was hard.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint was not confirmed. Implant components from the complaint were not returned for evaluation therefore the complainant's event could not be verified. The ar-1934d-24 drill that was returned having been used in the same procedure for bone prep was evaluated and found to meet print specifications. Device history records were reviewed for all components and no deviations were noted. Based on the information available the complainant's event was most likely caused by over-insertion, not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.